Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e2 error and power loss" was confirmed during the pre-repair diagnostic assessment the device was found to have "e2 error and power loss". If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6) that the device has an "error e8 and power loss". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.